Event description:
It was reported that pump battery would not charge and showed a power source alert. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of original charging supplies and working wall outlet, left pump connected for extended time, and pump eventually began charging, so no further assistance was required and no shutdown or loss of function occurred.